Event description:
Patient called back and repeated previously documented information. Patient stated they received the replacement communicator and handset and their replacement communicator is being charged. Agent reviewed information. Agent advised patient that they may use the replacement handset and communicator together, or alternatively, retain the old handset and return the old communicator. Patient repeated previous issue mentioning that the bluetooth blinked twice and it won't connect. Patient received the communicator and handset. It worked fine. Pt charged the implant yesterday. Today pt had a radiation therapy for prostate cancer and turned off the stim. After the procedure pt went to turn stim bck on and was not able to connect. It was prompting pt to enter the sn. Pt said they entered the sn and ensured to place the communicator over ins and was not able to connect. On the call had pt reset the communicator, restart the handset, close all apps and try again. Pt entered the sn manually and was able to connect. Reviewed to exit out of app when done. Troubleshooting resolved the reported issue. Pt mentioned they have a non operable spinal stenosis in 2 locations. It is hard for the pt to hold the communicator over ins because pt has to get out of chair. Pt is in a lift chair and has to wait for the lift chair to lift him up so that pt can stand.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the communicator was not working and the communicator was faulty. Patient mentioned they were forced to use the recharger to turn stimulation on/off but was very troublesome. Patient stated that the cleveland clinic wanted them to turn the implant off while they were going through the treatment. Patient said when they tried to turn their device on or off, the device would not connect to their implant. When asked for the event date, patient stated that the issue started probably two weeks ago. Patient then mentioned that their legs hurt constantly even with the stimulator and that they still had pain. Patient mentioned since the implant they have not been 100% pain free but mentioned their new implant helped more than their old implant. Agent walked patient through toggling bluetooth off/on, patient powered on the communicator and patient placed the communicator over their implant. Patient mentioned they got not found when they tried to connect to the mystimrc app. Agent had patient reset the communicator, closing all applications then patient mentioned they w ere still getting not found on the handset.. Agent asked and patient confirmed they can feel the implant. Patient mentioned the blue light does not stay on communicator when communicator was powered on when trying to connect to the mystimrc app like it used to be. The issue was not resolved through troubleshooting. A replacement communicator was sent out. Patient mentioned they had scar tissues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.